Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 3 of the infusion sets from her last order did not work. Customer had to remove the 3 infusion sets due to her blood glucose going high and not coming down. Customer stated that the first time the issue started was when she went to bed and woke up with a blood glucose level of 287 mg/dl. Customer stated that she tends to run low. Customer bolused twice and her blood glucose went up. Customer eventually gave herself a shot. The second time the issue occurred was when the customer's blood glucose went from 104 mg/dl to 418 mg/dl. Customer was at her office and she changed the infusion set and exercised. Customer's blood glucose came down. Customer stated that the third time, her blood glucose kept going up so she changed the set. Customer also had a broken clip.